Event description:
It was reported that during a post-procedure interrogation, it was observed that the right atrial (ra) lead exhibited a failure to sense due to patient anatomy. The ra lead was explanted and replaced. There were no patient consequences, and the patient will continue to be monitored.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.